Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-11732 and 1627487-2012-11733.

Manufacturer narrative:
Eval codes: results- the complaint cannot be confirmed through product analysis alone. As received, the locking tabs on both anchors were damaged. One tab was broken off of one anchor. The tab on the other anchor was sprung away from the body. The anchors would not lock onto a lead. It cannot be determined when the damage occurred. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.